Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg ICD; a 694765 lead, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance on the superior vena cava (svc) coil for approximately three months. There is also a possible fracture. The rv lead was programmed off. No patient complications have been reported as a result of this event.